Event description:
It was reported that during a routine follow-up, the atrial lead exhibited low impedance. The physician decided not to revise the lead. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.